Event description:
It was reported that during a gastric by-pass procedure, the device produced malformed staples. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 3/24/2009. Eval summary: the analysis results found that the lts60a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the manufacturing process.